Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). The device was found to be in storage mode with a monitoring voltage of 2.04 volts. Loss of capture was observed at max outputs. The patient had been lost to follow up. Additional information from the local field representative indicated that the device was explanted for normal battery depletion. There were no allegations from the physician against the device's performance or longevity. The patient did not experience any adverse effects. The device will not be returned for analysis.